Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior and after the date of event. There is no indication a device malfunction caused or contributed to the reported event. Potential contributing factors to the reported thin flap may be movement of the patient, improper docking or too much fluid on the eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported during flap creation for the right eye the flap was thinner than expected. The surgeon changed the patient interface but the issue was not resolved. It was decided to stop the surgery and contact an engineer to check the machine on site. Upon follow up, the patient was sent home to recover and the procedure was not completed. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.